Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-52 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged during a heart catheterization procedure. The lead was removed. A new lead was attempted to be implanted but the helix was not working. The attempted lead was withdrawn and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.